Event description:
Patient underwent diagnostic hysteroscopy which revealed a pedunculated fibroid. Following hysteroscopic resection of fibroid endometrial ablation was performed with the novasure system. During these procedures, a uterine perforation occurred. Uterine cavity integrity was assessed by the novasure system and passed. Following this, endometrial ablation was performed. Postoperatively the patient was returned to the operating room secondary to excessive pain and underwent diagnostic laparoscopy revealing uterine perforation and colon perforation. Laparotomy followed which revealed blanching of the rectosigmoid colon (directly behind the fundus) consistent with thermal injury. The patient underwent resection of injured colon and re-anastomosis, with temporary diverting colostomy. She also underwent hysterectomy. Postoperatively, the patient did well and recovered fully. My concern; novasure cavity integrity assessment failed to recognize perforation of uterus, permitting endometrial ablation and thermal injury to colon. Three disposable units were used in conjunction with the base unit. With use of each disposable device, cavity integrity was assessed and determined to be "intact." This incident was reported to novasure co. I recommended to the manufacturer that the device be assessed by a third party following this malfunction in cavity integrity assessment. I did not receive a satisfactory response. The manufacturer proceeded to issue a statement to the FDA, which I believe is inaccurate and potentially misleading.